Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 600-699 mg/dl. The customer attempted to self-treat with a manual injection, however at the hospital they were treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2023 with issue resolved. The customer reverted to manual dose injection and a replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.